Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. In this case, there was no reported device malfunction associated with the clip delivery system. A review of the lot history record revealed no non-conformances that would have contributed to this event. The reported patient effects of hemorrhage, hypotension, and pericardial effusion, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported hemorrhage and pericardial effusion and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
This is submitted to report the pericardial effusion that occurred during use with the clip delivery system and required intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The transseptal puncture was performed without issue and the clip delivery system (cds) was advanced to the left atrium. Visualization was difficult for the echocardiographer and physician, as this was their third case. The clip could not be seen while steering in the left atrium; therefore, the echo view was switched and it was then observed that the clip was touching the posterior atrium wall. The cds was then positioned correctly at the mitral valve leaflets. The leaflets were grasped on the second attempt with a reduction in mr to 2. The clip was deployed with a good result; however, the patient became hypotensive. A pericardial effusion (pe) was then noted on the posterior wall. The physician is not clear if the pe occurred during the transseptal puncture or when the clip touched the atrium wall. A chest tube was inserted for drainage, medication was administered for the hypotension and blood transfusion was given for blood loss. The mr was successfully reduced to 2 with one clip implanted. No further treatment was needed and the patient was confirmed to be clinically stable post-procedure. No additional information was provided.